Event description:
It was reported that a patient experienced pain a few days after the implantation of a trochanteric nail on (B)(6) 2026. An x-ray was subsequently taken, which showed that the lag screw and the anti-rotation screw had fractured into the joint. There was no specific incident that had led to the fracture. No further information was received.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.